Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h11: the returned resolution 360 utlra clip device was analyzed, and a visual inspection was performed and it was noted that the device was returned with the clip assembly with evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip difficult to release from the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported problems, as the device returned fully deployed and with the handle in good condition. However, during product analysis, it was found that the control wire returned kinked; it appears that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025 during the procedure, the clip was difficult to release from the catheter. It was noted that the handle broke. When the tech attempted to release the clip, the spring of the handle popped out and the metal rod in the handle was bent. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.